Event description:
A customer reported that they could not correct the auto white balance, and pink lines appeared on the monitor when preparing the hd autoclavable camera head for use. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem could not be duplicated. In addition, the device failed a leak test, and a broken connector seal was discovered. Based on the results of the investigation, it is presumed that white balance could not be kept temporarily due to temporary communication failure caused by temporary water flooding into the device. This issue is addressed in the instructions for use (IFU): ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result¿. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.